Event description:
The patient underwent generator reimplant on (B)(6) 2014.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient will undergo reimplant.

Event description:
It was reported that the recently implanted vns patient developed an infection at the generator pocket. The patient underwent surgery on (B)(6) 2014 to explant her generator. The lead was not explanted. The explanted generator was returned to the manufacturer for analysis. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.